Event description:
It was reported to philips that the allura system was non functional. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the device was not in clinical use at the time of the reported event. A philips field service engineer (fse) examined the system onsite and confirmed that the system does not boot up. The fse measured ac to dc status of direct current power supply (dcps), found it was not stable. To resolve the issue fse replaced the dcps. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.